Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device noted no abnormalities. A review of the device memory indicated that a shock lead impedance fault code occurred approximately six weeks prior to the patient's date of death. Additionally, on the day of the patient's death, the device shocked repeatedly into a low impedance condition, which may cause internal damage to the circuitry of a device. Bench testing confirmed pacing therapy functionality. A 0.1 joule commanded shock resulted in a shock impedance measurement of less than 20 ohms. The device case was removed and damage to the internal circuitry was observed, which was consistent that occurring when a device shocks into a shorted lead condition. Testing indicated that analysis of the returned lead segment was required. Visual inspection of the lead revealed that only the proximal section of lead was only returned, approximately 34 cm in length. The trilumen insulation was abraded through on the distal end of the returned segment. Additionally, at the same point, both high voltage conductors' ends (proximal and distal) and the negative rate/sense conductor showed evidence of melting. Due to the location and the type of damage exhibited and the information reported with the lead and device, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that the patient with this device and right ventricular defibrillation lead passed away during an episode of ventricular fibrillation. Upon interrogation post-mortem, a shorted lead indicator was observed on this device. The device and a portion of this lead were explanted and returned for disposal.